Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the alert was for a shocking impedance measurement of 126 ohms and this has been an ongoing issue. The alert was communicated to the physician and dismissed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.